Event description:
The customer reported the x-ray light comes on, but no image is produced. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it with an unk part. (B) (4).